Manufacturer narrative:
D10: 03-cmb-lc-0004 - p/p+ locking clip - sz4 (B)(6), 03-pml-15-0004 - prim+ tib-l-15mm-sz4 (B)(6), 350-01-04e - talus - left - sz 4 - EU (B)(6), 351-90-20 - tubercle pin pouch (B)(6), 351-90-21 - 3.5 pin pouch (B)(6), 351-90-24 - talar trial screw pouch (B)(6), 351-91-03 - recip sawblade 8x50x1mm (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 3 months and 25 days post the initial left total ankle arthroplasty, the patient was revised due to infection and everything was removed. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.